Event description:
It was reported that the implantable cardiac monitor (icm) device showed three atrial fibrillation (af) episodes, but only one electrogram was visible. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).